Event description:
It was reported that there were the continuous glucose monitor graph was missing. There was no reported impact to the customer's blood glucose level. No additional information regarding product or event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.